Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 180-200mg/dl fasting. Verified test strips expire 09/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Reviewed meter memory: (B)(4). The customer is concerned about the result of hi on (B)(6) 2015. No adverse event reported. The customer stated that she just finished eating about 15 minutes ago. The customer's meter does not have the date and time. I was not able to retrieve the "hi" result from the meter's memory.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this device malfunction was determined to be a combination of a strip issue which resulted to a high glucose value for user. Additional product codes added.

Event description:
Customer complains of "hi" results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 180-200mg/dl fasting. Verified test strips expire 09/19/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. (B)(6). The customer is concerned about the result of hi on (B)(6) 2015. No adverse event reported. The customer stated that she just finished eating about 15 minutes ago. The customer's meter does not have the date and time. I was not able to retrieve the "hi" result from the meter's memory.